Event description:
Customer reported that the insulin pump alarmed unexpected restart. Customer was disconnected and in the shower when the alarm occurred. Customer cleared the alarm; device started counting and said off no power. Customer changed the battery and display returned. Customer states that a temporary basal was not programmed before the unexpected restart alarm. Device was not stored or not in use for an extended period of time. Alarm history showed unexpected restart, external ram error and off no power alarms. The insulin pump passed the self test. Blood glucose value is 76 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.